Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited intermittent post-paced t-wave oversensing during ventricular fusion and pseudofusion. The patient was continue being monitored at that time. On (B)(6), oversensing was noted on stored electrogram, and the patient did not receive therapy during the oversensing episodes. The device was reprogrammed. The patient was stable.